Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have lost about 65 pounds. Patient said they were going to call in 3 months ago because the ins was moving around more than usual. Patient said they had a major fall and was in the hospital from (B)(6) till a couple weeks ago. Patient said when they have to go to the bathroom, they can't control it anymore. Patient said they moved and don't know where the external devices are. Patient asked if the fall could affect the system, reviewed info and recommended system be checked. Provided hcp info and patient said they will contact the hcp.